Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a bd intima-ii¿ closed IV catheter system 18 g x 1.16 in. Broke off in use and the patient had surgery to remove the broken catheter.

Manufacturer narrative:
Results: one used sample was returned for evaluation. A visual/microscopic inspection revealed the catheter was broken approximately 5mm from the top. The left side of the broken catheter was smooth and the right side was jagged. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6172124. A manufacturing review revealed no defects within the incoming and assembly processes. Conclusion: an absolute root cause for this incident cannot be determined. Our quality engineer also notes that the customer's reported defect is not related to the manufacturing process.